Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer has the feeling that the pump doesn¿t deliver insulin correctly. He needs to prime the transfer set 30 ¿ 50 i.u. And the bolus often had been delivered double. Customer now administers insulin via pen. No adverse event alleged. A request was made for the return of the device.